Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The acb to sib cable was replaced to resolve the issue. Legal manufacturer: (B)(4).